Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and tactile inspection of the device found that the guidewire was fractured at 298cm from its proximal end and kinked at 95.5cm, 38cm, 23.5cm and 8cm from its distal end. The spring tip was stretched. Further investigation using scanning electron microscopy (sem) revealed the core wire and the spring tip of the device were fractured. The core wire fracture exhibited fatigue striations along with a zone of dimple rupture. The spring tip presented elongated dimple ruptured in the twist direction. No material anomalies were found. The core wire separation occurred as a result of fatigue in a bending cyclic motion; the fracture on the spring tip was due to a torsion overload. Based on the investigation results and the information provided, there was no indication that the device was not used as in accordance with the labeling. The damages found on the guidewire are indicative of a high friction encountered during advancement of the device through tortuous patient's anatomy. The resistance may have led the physician to apply force in an effort to advance the device. Subsequently, the guidewire distal tip fractured as a result of fatigue in both a torsional and bending overload direction. As tortuous anatomy and friction are considered to be procedural factors, therefore; a root cause of operational context has been assigned to the event. (B)(4).

Event description:
Analysis of the returned device found that the distal end of the guidewire was fractured from the wire. There was no reported clinical consequence to the patient.